Event description:
At the end of the case, foley was discontinued. When we tried to deflate the balloon, only 4.5 ml was aspirated from the balloon with difficulty. The surgical team was informed. The foley catheter was cut to induce the fluid out of the balloon. The physician was able to dislodge the catheter intact from urethra with balloon still slightly inflated. Of note, when foley balloon was inflated there was initial resistance, foley was repositioned and then balloon was inflated without resistance.